Event description:
It was reported that the patient felt painful bumps at the extension/lead extension site. The physician performed irrigation/debridement and assessed that it was eroding at the lead/extension connector. The physician opened the incision and implanted the leads deeper. Afterwards, the patient was doing well.